Event description:
Complainant alleged that during set up of the device for possible patient use, the ECG trace jumped and then the screen went blank. The complainant indicated that there was no patient involvement in the reported malfunction.